Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 357 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the emergency room 5 hours later. The cause of the reported issue was unknown. Tandem technical support performed a pump system check and determined the pump functioned as intended.